Event description:
It was reported by service report that the brakes would not remain engaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - brake cam, dampener arm.